Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ("device breakage"), genital haemorrhage ("abnormal bleeding (general)") and cholelithiasis ("cholelithiasis /gallbladder removal") in a (B)(6) female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2008, the patient had essure inserted. On (B)(6) 2012, 4 years 5 months after insertion of essure, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)") and dysfunctional uterine bleeding ("dysfunctional uterine bleeding"). On (B)(6) 2012, the patient experienced endometriosis ("endometriosis") and myalgia ("myalgia"). On (B)(6) 2015, the patient experienced cholelithiasis (seriousness criterion medically significant). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criteria medically significant and intervention required), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), bladder disorder ("bladder problems or changes"), urinary tract disorder ("urinary problems or changes"), tooth disorder ("dental problems"), dyspareunia ("dyspareunia (painful sexual intercourse)"), urinary tract infection ("urinary tract infection"), migraine ("migraines / headaches"), nausea ("nausea"), memory impairment ("unable to remember things / unable to retain information"), rash ("rashes or skin conditions"), skin disorder ("rashes or skin conditions"), ovarian cyst ("ovarian cyst"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue"), alopecia ("hair loss"), weight increased ("weight gain"), dysuria ("painful urination"), allergy to metals ("nickel allergy"), pelvic pain ("pelvic pain"), back pain ("lower back pain"), arthralgia ("bones and joints pain") and bone pain ("bones and joints pain"). The patient was treated with surgery (essure removed, ablation and gallbladder removal on (B)(6) 2015). Essure was removed on (B)(6) 2012. At the time of the report, the device breakage, genital haemorrhage, female sexual dysfunction, bladder disorder, urinary tract disorder, tooth disorder, dyspareunia, urinary tract infection, migraine, nausea, memory impairment, rash, skin disorder, ovarian cyst, vaginal discharge, fatigue, cholelithiasis, alopecia, weight increased, endometriosis, myalgia, vaginal haemorrhage, menorrhagia, dysfunctional uterine bleeding, dysuria, allergy to metals, pelvic pain, back pain, arthralgia and bone pain outcome was unknown. The reporter considered allergy to metals, alopecia, arthralgia, back pain, bladder disorder, bone pain, cholelithiasis, device breakage, dysfunctional uterine bleeding, dyspareunia, dysuria, endometriosis, fatigue, female sexual dysfunction, genital haemorrhage, memory impairment, menorrhagia, migraine, myalgia, nausea, ovarian cyst, pelvic pain, rash, skin disorder, tooth disorder, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 38.8 kg/sqm. Essure confirmation test(s) conducted, and the result was total bilateral occlusion. On (B)(6) 2012, endometrial biopsy (embx) with hysteroscope inserted into uterus. Most recent follow-up information incorporated above includes: on (B)(6) 2018: pfs received. Patient data, lab tests, essure insertion and removal dates were updated. Previously reported ¿severe physical injuries¿ was replaced by newly reported events: device breakage, genital haemorrhage, apareunia, bladder or urinary problems, dental problems, dyspareunia, urinary tract infection, migraine, headache, nausea, memory impairment, rashes or skin conditions, ovarian cyst, vaginal discharge, fatigue, cholelithiasis, hair loss, weight gain, endometriosis, myalgia, vaginal haemorrhage, menorrhagia, dysfunctional uterine bleeding, dysuria, allergy to metals, pelvic pain, back pain, arthralgia and bone pain. Case is now incident. Essure legal manufacture has changed from bayer healthcare (B)(4) to bayer (B)(4), and this report is being submitted as a follow up to a previous report submitted under the former legal manufacturer. Report type ¿initial¿ indicates here initial submission by the new legal manufacturer only. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ("device breakage"), device dislocation ("left essure not seen"), genital haemorrhage ("abnormal bleeding (general)") and cholelithiasis ("cholelithiasis /gallbladder removal") in a 28-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included abdominal pain, chronic salpingitis, oophoritis, dysfunctional uterine bleeding, hernia pain and ovarian cyst. On (B)(6) 2008, the patient had essure inserted. On (B)(6) 2012, 4 years 5 months after insertion of essure, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)") and dysfunctional uterine bleeding ("dysfunctional uterine bleeding"). On (B)(6) 2012, the patient experienced endometriosis ("endometriosis") and myalgia ("myalgia"). On (B)(6) 2015, the patient experienced cholelithiasis (seriousness criterion medically significant). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), device dislocation (seriousness criterion medically significant), genital haemorrhage (seriousness criteria medically significant and intervention required), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), bladder disorder ("bladder problems or changes"), urinary tract disorder ("urinary problems or changes"), tooth disorder ("dental problems"), dyspareunia ("dyspareunia (painful sexual intercourse)"), urinary tract infection ("urinary tract infection"), migraine ("migraines / headaches"), nausea ("nausea"), memory impairment ("unable to remember things / unable to retain information"), rash ("rashes or skin conditions"), skin disorder ("rashes or skin conditions"), ovarian cyst ("ovarian cyst"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue"), alopecia ("hair loss"), weight increased ("weight gain"), dysuria ("painful urination"), allergy to metals ("nickel allergy"), pelvic pain ("pelvic pain / pain"), back pain ("lower back pain"), arthralgia ("bones and joints pain") and bone pain ("bones and joints pain"). The patient was treated with surgery (essure removed), surgery (ablation) and surgery (gallbladder removal on (B)(6) 2015). Essure was removed on (B)(6) 2012. At the time of the report, the device breakage, device dislocation, genital haemorrhage, cholelithiasis, female sexual dysfunction, bladder disorder, urinary tract disorder, tooth disorder, dyspareunia, urinary tract infection, migraine, nausea, memory impairment, rash, skin disorder, ovarian cyst, vaginal discharge, fatigue, alopecia, weight increased, endometriosis, myalgia, vaginal haemorrhage, menorrhagia, dysfunctional uterine bleeding, dysuria, allergy to metals, pelvic pain, back pain, arthralgia and bone pain outcome was unknown. The reporter considered allergy to metals, alopecia, arthralgia, back pain, bladder disorder, bone pain, cholelithiasis, device breakage, device dislocation, dysfunctional uterine bleeding, dyspareunia, dysuria, endometriosis, fatigue, female sexual dysfunction, genital haemorrhage, memory impairment, menorrhagia, migraine, myalgia, nausea, ovarian cyst, pelvic pain, rash, skin disorder, tooth disorder, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 38.8 kg/sqm. Essure confirmation test(s) conducted, and the result was total bilateral occlusion. On (B)(6) 2012, endometrial biopsy (embx) with hysteroscope inserted into uterus. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: device dislocation, pelvic pain". Most recent follow-up information incorporated above includes: on 31-mar-2018: medical record received - new event "left essure not seen" were added. New reporter was added. Case updated as medically confirmed. Historical and concomitant conditions were added. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of device breakage ("device breakage"), device dislocation ("left essure not seen"), genital haemorrhage ("abnormal bleeding (general)"), cholelithiasis ("cholelithiasis /gallbladder removal") and dysfunctional uterine bleeding ("dysfunctional uterine bleeding") in a 28-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for an unreported indication: mirena. Concurrent conditions included abdominal pain, chronic salpingitis, oophoritis, dysfunctional uterine bleeding, hernia pain and ovarian cyst. Concomitant products included iron, ketorolac from 2009 to 2015, macrogol 3350 (miralax) and naproxen. On (B)(6) 2008, the patient had essure inserted. In february 2008, the patient experienced urinary tract infection ("urinary tract infection"). In january 2009, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)") and pelvic pain ("pelvic pain / pain"). In 2009, the patient experienced migraine ("migraine/headaches"), ovarian cyst ("ovarian cyst"), vaginal discharge ("vaginal discharge") and alopecia ("hair loss"). In 2010, the patient experienced tooth fracture ("dental problems: teeth breakage"), nausea ("nausea"), weight fluctuation ("weight gain and weight loss") and tooth extraction ("dental problems: teeth removed"). In 2010, the patient underwent tooth fracture ("dental problems: teeth breakage"), nausea ("nausea"), weight fluctuation ("weight gain and weight loss") and tooth extraction ("dental problems: teeth removed"). On (B)(6) 2012, 4 years 5 months after insertion of essure, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)") and dysfunctional uterine bleeding (seriousness criterion medically significant). On (B)(6) 2012, the patient experienced endometriosis ("endometriosis"), myalgia ("myalgia") and muscle spasms ("muscle spasms"). In 2015, the patient experienced device breakage (seriousness criteria medically significant and intervention required). On (B)(6) 2015, the patient experienced cholelithiasis (seriousness criterion medically significant). In 2016, the patient experienced dysuria ("bladder problems or changes: painful urination") and urinary incontinence ("urinary problems or changes: urinary incontinence"). On an unknown date, the patient experienced device dislocation (seriousness criterion medically significant), genital haemorrhage (seriousness criteria medically significant and intervention required), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), memory impairment ("unable to remember things / unable to retain information"), rash ("rashes or skin conditions"), skin disorder ("rashes or skin conditions"), fatigue ("fatigue"), allergy to metals ("nickel allergy"), back pain ("lower back pain"), arthralgia ("bones and joints pain"), bone pain ("bones and joints pain"), vision blurred ("vision/eye problems type: blurry vision"), amnesia ("memory loss"), depression ("depression"), anxiety ("anxiety"), complication of device removal ("the other side was left if my tubes and also a fragment of the one he took out/ complication of essure removal"), visual impairment ("degraded eye sight") and weight increased ("weight gain"). The patient was treated with surgery (essure removed), surgery (ablation) and surgery (gallbladder removal on (B)(6) 2015). Essure was removed on (B)(6) 2012. At the time of the report, the device breakage, device dislocation, genital haemorrhage, cholelithiasis, female sexual dysfunction, dysuria, urinary incontinence, tooth fracture, dyspareunia, urinary tract infection, migraine, nausea, memory impairment, rash, skin disorder, ovarian cyst, vaginal discharge, fatigue, alopecia, weight fluctuation, endometriosis, myalgia, vaginal haemorrhage, menorrhagia, dysfunctional uterine bleeding, allergy to metals, pelvic pain, back pain, arthralgia, bone pain, vision blurred, muscle spasms, tooth extraction, amnesia, depression, anxiety, complication of device removal, visual impairment and weight increased outcome was unknown. The reporter considered allergy to metals, alopecia, amnesia, anxiety, arthralgia, back pain, bone pain, cholelithiasis, complication of device removal, depression, device breakage, device dislocation, dysfunctional uterine bleeding, dyspareunia, dysuria, endometriosis, fatigue, female sexual dysfunction, genital haemorrhage, memory impairment, menorrhagia, migraine, muscle spasms, myalgia, nausea, ovarian cyst, pelvic pain, rash, skin disorder, tooth extraction, tooth fracture, urinary incontinence, urinary tract infection, vaginal discharge, vaginal haemorrhage, vision blurred, visual impairment, weight fluctuation and weight increased to be related to essure. The reporter commented: patient is planning for essure removal due to pelvic pains and more symptoms. Healthcare provider tell about the result are tubes are blocked. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 38.8 kg/sqm. Essure confirmation test(s) conducted, and the result: mar2009: total bilateral occlusion. On (B)(6) 2012, endometrial biopsy (embx) with hysteroscope inserted into uterus. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: device dislocation, pelvic pain". Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 21-sep-2018: pfs received- pt changed from weight fluctuation to weight increased. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('device breakage'), device dislocation ('left essure not seen'), genital haemorrhage ('abnormal bleeding (general)') and cholelithiasis ('cholelithiasis /gallbladder removal') in a 28-year-old female patient who had essure (batch no. 628145) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included flank pain, abdominal pain, gallstones, cesarean section and endometriosis. Previously administered products included for an unreported indication: mirena and cyclobenzaprine. Concurrent conditions included abdominal pain, chronic salpingitis, oophoritis, dysfunctional uterine bleeding, hernia pain and ovarian cyst. Concomitant products included iron, ketorolac from 2009 to 2015, macrogol 3350 (miralax) and naproxen. On (B)(6) 2008, the patient had essure inserted. In (B)(6) 2008, the patient experienced urinary tract infection ("urinary tract infection"). In (B)(6) 2009, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)") and pelvic pain ("pelvic pain / pain"). In 2009, the patient experienced migraine ("migraine/headaches"), ovarian cyst ("ovarian cyst"), vaginal discharge ("vaginal discharge") and alopecia ("hair loss"). In 2010, the patient experienced tooth fracture ("dental problems: teeth breakage"), nausea ("nausea") and weight fluctuation ("weight gain and weight loss") and underwent tooth extraction ("dental problems: teeth removed"). On (B)(6) 2012, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)") and dysfunctional uterine bleeding ("dysfunctional uterine bleeding"), 4 years 5 months after insertion of essure. On (B)(6) 2012, the patient experienced endometriosis ("endometriosis"), myalgia ("myalgia") and muscle spasms ("muscle spasms"). In 2015, the patient experienced device breakage (seriousness criteria medically significant and intervention required). On (B)(6) 2015, the patient experienced cholelithiasis (seriousness criterion medically significant). In 2016, the patient experienced dysuria ("bladder problems or changes: painful urination") and urinary incontinence ("urinary problems or changes: urinary incontinence"). On an unknown date, the patient experienced device dislocation (seriousness criterion medically significant), genital haemorrhage (seriousness criteria medically significant and intervention required), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), memory impairment ("unable to remember things / unable to retain information"), rash ("rashes or skin conditions"), skin disorder ("rashes or skin conditions"), fatigue ("fatigue"), allergy to metals ("nickel allergy"), back pain ("lower back pain"), arthralgia ("bones and joints pain"), bone pain ("bones and joints pain"), vision blurred ("vision/eye problems type: blurry vision"), amnesia ("memory loss"), depression ("depression"), anxiety ("anxiety"), complication of device removal ("the other side was left if my tubes and also a fragment of the one he took out/ complication of essure removal") and visual impairment ("degraded eye sight") and was found to have weight increased ("weight gain"). The patient was treated with surgery (ablation, essure removed and gallbladder removal on (B)(6) 2015). Essure was removed on (B)(6) 2012. At the time of the report, the device breakage, device dislocation, genital haemorrhage, cholelithiasis, female sexual dysfunction, dysuria, urinary incontinence, tooth fracture, dyspareunia, urinary tract infection, migraine, nausea, memory impairment, rash, skin disorder, ovarian cyst, vaginal discharge, fatigue, alopecia, weight fluctuation, endometriosis, myalgia, vaginal haemorrhage, menorrhagia, dysfunctional uterine bleeding, allergy to metals, pelvic pain, back pain, arthralgia, bone pain, vision blurred, muscle spasms, tooth extraction, amnesia, depression, anxiety, complication of device removal, visual impairment and weight increased outcome was unknown. The reporter considered allergy to metals, alopecia, amnesia, anxiety, arthralgia, back pain, bone pain, cholelithiasis, complication of device removal, depression, device breakage, device dislocation, dysfunctional uterine bleeding, dyspareunia, dysuria, endometriosis, fatigue, female sexual dysfunction, genital haemorrhage, memory impairment, menorrhagia, migraine, muscle spasms, myalgia, nausea, ovarian cyst, pelvic pain, rash, skin disorder, tooth extraction, tooth fracture, urinary incontinence, urinary tract infection, vaginal discharge, vaginal haemorrhage, vision blurred, visual impairment, weight fluctuation and weight increased to be related to essure. The reporter commented: patient is planning for essure removal due to pelvic pains and more symptoms. Healthcare provider tell about the result are tubes are blocked. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 38.8 kg/sqm. Hysterosalpingogram - on (B)(6) 2009: bilateral tubal occlusion status post essure procedure. Essure confirmation test(s) conducted, and the result: (B)(6) 2009: total bilateral occlusion. On (B)(6) 2012, endometrial biopsy (embx) with hysteroscope inserted into uterus. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: device dislocation, pelvic pain". Most recent follow-up information incorporated above includes: on 6-sep-2019: reporter and patient demographics and laboratory data, medical history, historical drugs were added. Added lot number. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ("device breakage"), device dislocation ("left essure not seen"), genital haemorrhage ("abnormal bleeding (general)") and cholelithiasis ("cholelithiasis /gallbladder removal") in a 28-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for an unreported indication: mirena. Concurrent conditions included abdominal pain, chronic salpingitis, oophoritis, dysfunctional uterine bleeding, hernia pain and ovarian cyst. Concomitant products included iron, ketorolac from 2009 to 2015, macrogol 3350 (miralax) and naproxen. On (B)(6) 2008, the patient had essure inserted. In (B)(6) 2008, the patient experienced urinary tract infection ("urinary tract infection"). In (B)(6) 2009, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)") and pelvic pain ("pelvic pain / pain"). In 2009, the patient experienced migraine ("migraines / headaches"), ovarian cyst ("ovarian cyst"), vaginal discharge ("vaginal discharge") and alopecia ("hair loss"). In 2010, the patient experienced tooth fracture ("dental problems: teeth breakage"), nausea ("nausea"), weight fluctuation ("weight gain and weight loss") and tooth extraction ("dental problems: teeth removed"). In 2010, the patient underwent tooth fracture ("dental problems: teeth breakage"), nausea ("nausea"), weight fluctuation ("weight gain and weight loss") and tooth extraction ("dental problems: teeth removed"). On (B)(6) 2012, 4 years 5 months after insertion of essure, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)") and dysfunctional uterine bleeding ("dysfunctional uterine bleeding"). On (B)(6) 2012, the patient experienced endometriosis ("endometriosis"), myalgia ("myalgia") and muscle spasms ("muscle spasms"). In 2015, the patient experienced device breakage (seriousness criteria medically significant and intervention required). On (B)(6) 2015, the patient experienced cholelithiasis (seriousness criterion medically significant). In 2016, the patient experienced dysuria ("bladder problems or changes: painful urination") and urinary incontinence ("urinary problems or changes: urinary incontinence"). On an unknown date, the patient experienced device dislocation (seriousness criterion medically significant), genital haemorrhage (seriousness criteria medically significant and intervention required), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), memory impairment ("unable to remember things / unable to retain information"), rash ("rashes or skin conditions"), skin disorder ("rashes or skin conditions"), fatigue ("fatigue"), allergy to metals ("nickel allergy"), back pain ("lower back pain"), arthralgia ("bones and joints pain"), bone pain ("bones and joints pain"), vision blurred ("vision/eye problems type: blurry vision"), amnesia ("memory loss"), depression ("depression"), anxiety ("anxiety"), complication of device removal ("the other side was left if my tubes and also a fragment of the one he took out/ complication of essure removal") and visual impairment ("degraded eye sight"). The patient was treated with surgery (essure removed), surgery (ablation) and surgery (gallbladder removal on (B)(6) 2015). Essure was removed on (B)(6) 2012. At the time of the report, the device breakage, device dislocation, genital haemorrhage, cholelithiasis, female sexual dysfunction, dysuria, urinary incontinence, tooth fracture, dyspareunia, urinary tract infection, migraine, nausea, memory impairment, rash, skin disorder, ovarian cyst, vaginal discharge, fatigue, alopecia, weight fluctuation, endometriosis, myalgia, vaginal haemorrhage, menorrhagia, dysfunctional uterine bleeding, allergy to metals, pelvic pain, back pain, arthralgia, bone pain, vision blurred, muscle spasms, tooth extraction, amnesia, depression, anxiety, complication of device removal and visual impairment outcome was unknown. The reporter considered allergy to metals, alopecia, amnesia, anxiety, arthralgia, back pain, bone pain, cholelithiasis, complication of device removal, depression, device breakage, device dislocation, dysfunctional uterine bleeding, dyspareunia, dysuria, endometriosis, fatigue, female sexual dysfunction, genital haemorrhage, memory impairment, menorrhagia, migraine, muscle spasms, myalgia, nausea, ovarian cyst, pelvic pain, rash, skin disorder, tooth extraction, tooth fracture, urinary incontinence, urinary tract infection, vaginal discharge, vaginal haemorrhage, vision blurred, visual impairment and weight fluctuation to be related to essure. The reporter commented: patient is planning for essure removal due to pelvic pains and more symptoms. Healthcare provider tell about the result are tubes are blocked. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 38.8 kg/sqm. Essure confirmation test(s) conducted, and the result was total bilateral occlusion. On (B)(6) 2012, endometrial biopsy (embx) with hysteroscope inserted into uterus. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: device dislocation, pelvic pain". Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on (B)(6) 2018: from pfs events " muscle spasms, painful urination, urinary incontinence, teeth removed, teeth breakage, headache, memory loss, depression, anxiety, blurry vision,degraded eye sight weight fluctuation" are added. Date of onset added. Concomitant and historical drug are added. Patient information added. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('device breakage'), device dislocation ('left essure not seen'), genital haemorrhage ('abnormal bleeding (general)') and cholelithiasis ('cholelithiasis /gallbladder removal') in a 28-year-old female patient who had essure (batch no. 628145) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included flank pain, abdominal pain, gallstones, cesarean section and endometriosis. Previously administered products included for an unreported indication: mirena and cyclobenzaprine. Concurrent conditions included abdominal pain, chronic salpingitis, oophoritis, dysfunctional uterine bleeding, hernia pain and ovarian cyst. Concomitant products included iron, ketorolac from 2009 to 2015, macrogol 3350 (miralax) and naproxen. On (B)(6) 2008, the patient had essure inserted. In (B)(6) 2008, the patient experienced urinary tract infection ("urinary tract infection"). In (B)(6) 2009, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)") and pelvic pain ("pelvic pain / pain"). In 2009, the patient experienced migraine ("migraine/headaches"), ovarian cyst ("ovarian cyst"), vaginal discharge ("vaginal discharge") and alopecia ("hair loss"). In 2010, the patient experienced tooth fracture ("dental problems: teeth breakage"), nausea ("nausea") and weight fluctuation ("weight gain and weight loss") and underwent tooth extraction ("dental problems: teeth removed"). On (B)(6) 2012, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)") and dysfunctional uterine bleeding ("dysfunctional uterine bleeding"), 4 years 5 months after insertion of essure. On (B)(6) 2012, the patient experienced endometriosis ("endometriosis"), myalgia ("myalgia") and muscle spasms ("muscle spasms"). In 2015, the patient experienced device breakage (seriousness criteria medically significant and intervention required). On (B)(6) 2015, the patient experienced cholelithiasis (seriousness criterion medically significant). In 2016, the patient experienced dysuria ("bladder problems or changes: painful urination") and urinary incontinence ("urinary problems or changes: urinary incontinence"). On an unknown date, the patient experienced device dislocation (seriousness criterion medically significant), genital haemorrhage (seriousness criteria medically significant and intervention required), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), memory impairment ("unable to remember things / unable to retain information"), rash ("rashes or skin conditions"), skin disorder ("rashes or skin conditions"), fatigue ("fatigue"), allergy to metals ("nickel allergy"), back pain ("lower back pain"), arthralgia ("bones and joints pain"), bone pain ("bones and joints pain"), vision blurred ("vision/eye problems type: blurry vision"), amnesia ("memory loss"), depression ("depression"), anxiety ("anxiety"), complication of device removal ("the other side was left if my tubes and also a fragment of the one he took out/ complication of essure removal") and visual impairment ("degraded eye sight") and was found to have weight increased ("weight gain"). The patient was treated with surgery (ablation, essure removed and gallbladder removal on (B)(6) 2015). Essure was removed on (B)(6) 2012. At the time of the report, the device breakage, device dislocation, genital haemorrhage, cholelithiasis, female sexual dysfunction, dysuria, urinary incontinence, tooth fracture, dyspareunia, urinary tract infection, migraine, nausea, memory impairment, rash, skin disorder, ovarian cyst, vaginal discharge, fatigue, alopecia, weight fluctuation, endometriosis, myalgia, vaginal haemorrhage, menorrhagia, dysfunctional uterine bleeding, allergy to metals, pelvic pain, back pain, arthralgia, bone pain, vision blurred, muscle spasms, tooth extraction, amnesia, depression, anxiety, complication of device removal, visual impairment and weight increased outcome was unknown. The reporter considered allergy to metals, alopecia, amnesia, anxiety, arthralgia, back pain, bone pain, cholelithiasis, complication of device removal, depression, device breakage, device dislocation, dysfunctional uterine bleeding, dyspareunia, dysuria, endometriosis, fatigue, female sexual dysfunction, genital haemorrhage, memory impairment, menorrhagia, migraine, muscle spasms, myalgia, nausea, ovarian cyst, pelvic pain, rash, skin disorder, tooth extraction, tooth fracture, urinary incontinence, urinary tract infection, vaginal discharge, vaginal haemorrhage, vision blurred, visual impairment, weight fluctuation and weight increased to be related to essure. The reporter commented: healthcare provider tell about the result are tubes are blocked. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 38.8 kg/sqm. Hysterosalpingogram - on (B)(6) 2009: bilateral tubal occlusion status post essure procedure.. Essure confirmation test(s) conducted, and the result: (B)(6) 2009: total bilateral occlusion. On (B)(6) 2012, endometrial biopsy (embx) with hysteroscope inserted into uterus. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: device dislocation, pelvic pain". Lot number: 628145 manufacturing date: 2008/09 expiration date: 2011/09. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-sep-2019: quality-safety evaluation of product technical complaint. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.